Event description:
The sales rep reported that during a posterior cervical case the surgeon had implanted a screw into the pedicle and it went in without problem. After reviewing the x-ray the surgeon noticed that the screw had bent. The screw did not break. The surgeon decided to leave the screw in. Add'l info received on 20 nov. 2007 via telephone. The sales rep reported that the surgeon was instrumenting c2-c7. Upon the final x-ray, the surgeon noted that the screw in c2 was significantly bent from the pedicle to the vertebral body.

Manufacturer narrative:
The product remained in the pt.